Manufacturer narrative:
No samples were available for review or testing. Multiple attempts were made to obtain sterile devices from the same finished good lot or the re-sterilized device that broke during the procedure. A review of the device history records confirmed that there were no quality issues noted on any of the components or the finished good devices throughout the incoming inspection, manufacturing, in-process or final inspection processes. All devices met the specified requirements for this size/type suture / needle device. Without reviewing, the specific needle sample utilized for this specific procedure, a definitive root cause cannot be determined at this time.

Event description:
The needles break easily during use and the product is inferior. On one occasion, the broken needle segment was hard to locate during a procedure performed inside the mouth.

Manufacturer narrative:
Multiple requests were sent to the end user requesting the re-sterilized samples for review and/or sterile samples from the same finished good lot for testing. No samples were received to date. A sample from the reported lot [retained sample] was visually reviewed and ductility tested by our quality engineer. No visual defects were observed. The sample met the ductility requirements for this size/type needle device. The bending or fracturing of a needle can occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without receiving detailed information regarding the procedure and the surgeon's technique a definitive root cause cannot be confirmed at this time.